Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that coronary artery bypass grafting was performed after intra-aortic balloon pump support, and extracorporeal membrane oxygenation/impella was performed due to postoperative cardiopulmonary withdrawal difficulties. It was reported that the support was being reduced in preparation for the weaning, however, the pump was accidentally removed when changing the patient's position. As the patient still required support, the condition was urgently escalated to 5.5. Patient survived

Manufacturer narrative:
The investigation of positioning issues have been completed. The impella device was not returned for evaluation. The cause of the positioning issue was most like use related as the pump was accidentally pulled out when changing position.